Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the door switches were out of alignment and the dongle was jammed. It was also noted the door could not open and the rotor did not turn. This issue was noted while servicing the system prior to installation. There was no patient involvement.